Event description:
It was reported that during an atrial fibrillation (afib) procedure, error 105 (magnetic sensor error) was being displayed on the carto 3 system. The cable was replaced with no resolution. The case was completed by changing catheter without any patient consequence. This issue was not reportable issue. Upon receiving the product in biosense (B)(4) 2015, it was noticed that ring # 1 has light blue material underneath it, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
(B)(4) it was reported that error 105: magnetic sensor error was displayed on the carto 3 system. The returned device was visually inspected upon receipt and it was found that ring # 1 had light blue material underneath it. Further information received indicates that this condition was not noticed after or before the procedure. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle primarily composed of an abs-type material. It is unknown how the ring was damaged and the origin of the foreign material. The outer diameters were measured and found within specifications. Catheter was introduced in an IFU recommended sheath and no resistance was noticed during the procedure. Per the event reported the catheter was tested for sensor and carto functionality. The catheter failed during the carto test error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. In addition, a corrective action has been opened to address and resolve this potential pcb issues/intermittency issue.